Manufacturer narrative:
A medtronic representative reported that replacement of the collimators was completed. After changing the collimators, the computer was nonfunctional and needed to be replaced. No parts have been received for evaluation.

Manufacturer narrative:
No findings possible. No parts have been replaced or received by the manufacturer for evaluation. No parts were replaced or returned for evaluation.

Event description:
A site representative reported that the imaging system was unable to fully boot up. It was reported that the system displayed the message "initializing collimator" and could not advance to a ready status. There was no patient present when this issue was identified.